Manufacturer narrative:
The investigation findings revealed a device that had been fully clip deployed, possessed no abnormal observations and was without any detected malfunctions. Redeployment testing of the device yielded a device that operated properly with the vessel locator holding its deployed state up to and through "step 3," thumb advancer/delivery tube deployment. A review of the DHR further led to no information deemed relevant to this investigation and its findings. Combined, all investigational information yielded a root cause for the complaint that was undetermined.

Event description:
It was reported that the physician, who is in training in use of the device, attempted a right femoral arteriotomy closure using a starclose vascular closure system after a cerebral diagnostic procedure. Step 1, exchange sheath went well. The vessel locator button was pushed and would not stay down. The wings opened but would not stay open. The safety release button was hit, a slight audible click was heard, and the vessel locator button did stay down. The clip was fired and hemostasis was achieved with the starclose. There was no pt effect. No additional information is available.